Manufacturer narrative:
Company comment: the serious event of vascular compression and the non-serious events of hypoaesthesia at implant site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical intervention to prevent permanent damage. The likely root cause include the injection of filler in the vicinity of blood vessels leading to vascular compression and their manifestations. Potential contributory factor include injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a nurse practitioner which refers to a 49-year-old female patient. Additional information was received on (B)(6) 2022 from the same reporter. The patient had no known medical history or allergies. Concomitant medications included amlodipine [amlodipine], estradiol [estradiol], crestor [rosuvastatin calcium], vitamin d [vitamin d nos], duloxetine [duloxetine], omerazole [omeprazole] and hctz [hctz]. The patient did not received any fillers or toxins in the past. On 11-nov-2022, the patient received treatment with 2 ml of restylane lyft with lidocaine (lot 20422), 1 ml to each side of the medial and lateral cheek (unknown injection technique and needle type). On (B)(6) 2022, the patient started experiencing complications on the left cheek. She had some sluggish capillary refill (poor peripheral circulation) on the left side of the upper gums and nose. The patient had developed collateral flow because of the sluggish capillary refill. She had extreme numbness (implant site hypoaesthesia) under left eye to under nose, left upper lip and gums. On (B)(6) 2022, the patient notified the reporting hcp about the events. According to the reporter, the adverse events were not due to a vascular occlusion but possibly the product compressed an artery (vascular compression). The patient had received multiple treatments with hylenex [vorhyaluronidase alfa] for multiple days. Hcp planning a reevaluation of the patient in a week. Outcome at the time of the report: extreme numbmness was not recovered/not resolved/ongoing. Some sluggish capillary refill was unknown. Possibly the product compressed an artery was unknown.